Event description:
Doctor was using a powered stapler which locked down on tissue during the second firing. Emergency release button would not open jaws. Surgeon said they were finally able to open the jaws but the section of colon was crushed and had to be removed due to the stapler.